Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the ring of the catheter became inverted during pulmonary vein isolation (pvi). The catheter was stored in the sheath several times, but the inversion did not improve. The catheter was then retrieved from the body and was fixed by hand to its normal shape. However, the catheter axis on the first electrode side became twisted. Afterwards, the device was attempted to be used, but when it was reinserted into the body, the catheter tip easily extended outside the ring, resulting in a tight knot. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012643683 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During visual inspection, a knotted array was observed, along with an exposed ele ctrode wire. Additionally, the proximal end of the nitinol array wire appeared to be dislodged from the dual lumen. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. In conclusion, the reported array inversion was not observed; however, the reported array knot was confirmed. The loop catheter failed the returned product inspection due to the knot, an exposed electrode wire, and nitinol array wire dislodgment from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.